Manufacturer narrative:
(B)(4). Conclusion: as stated in the device information for use contraindications "this device should not be used in tissues that have direct anatomical relationship to major vascular structures. This would include the deployment of fasteners in the diaphragm in the vicinity of the pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair". The device information for use warns "the total distance from the surface of the tissue to the underlying bone, vessels, or viscera should be evaluated prior to application and should be a minimum of 6.7mm". Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a fundoplication and hiatal hernia procedure in (B)(6) 2013 and absorbable staples were used to fixate the mesh. The mesh was placed to the left of the diaphragm crus and was fixed to the location using absorbable staples. The surgeon concluded that there were no intra operative complications and the patient was sent to the intensive care unit for recovery. The following day the patient complained of chest pain and went into cardiogenic shock. A CT scan revealed bleeding from the pericardial sac. The patient was stabilized following drainage of the blood from the pericardia and transfusions of packed red blood cells. The patient was then transferred to another hospital. A second surgeon performed open heart surgery. During that procedure it was noted that one of the staples had struck a coronary artery. The arterial injury was repaired. Twenty four hours following the second surgery, the patient developed sudden onset of multi organ failure. The patient died (B)(6) 2013.